Event description:
Emt's were called to a patient found supine on the bathroom floor with signs of possibly having drowned in the bathtub. The patient was diagnosed as pulseless and apneic and described as warm to the touch. The defibrillation electrodes were attached to the defib cable then to the patient. Each time an automatic ECG analysis was attempted the unit allegedly displayed a continuous motion alarm and ECG analysis was inhibited. CPR was administered and the patient was transported to the hospital. Drug therapy and CPR was administered to the patient at the hospital. The patient was resuscitated. The patient expired several days later in the hospital.